Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 6 hours had swelling in right knee, pain in right knee and stiffness in right knee and after unknown latency needed crutches. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker or defibrillator. Patient did not receive treatment with immunosuppressants and was not allergic to avian proteins, feathers, or egg products. Patient had no history of diabetes, immunocompromise, infections. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (recalled lot) (dose, frequency, indication, batch/lot number and expiration date: not provided) in both knees. The orthopedist rubbed an unknown anesthetic on both knees prior to the injections. Patient only experienced an adverse reaction in her right knee and not in her left knee. On the same day, about six hours after receiving the injection, patient began experiencing quite a bit of swelling and related pain. These events continued as mainly experienced in the evening. With regard to the swelling, patient's right knee doubled in size and stayed that way for 5 days due to which patient needed crutches (onset date: unknown). Now, especially in the evening, the swelling was about 10% to 15% larger than normal with stiffness. The related pain was at least a 9 (out of a pain scale of 1 to 10) for 5 days. Now, the pain especially in the evening is about a 3 and patient was feeling good in the morning. It was reported that the swelling and pain increased during the day when she was walking. Patient had since been contacted by the orthopedist who recommended use of ted hose along with aleve or ibuprofen as treatment. Patient had taken these medications and wore the hose with some help. The patient would be seeing the orthopedist for follow-up on (B)(6) 2018. Corrective treatment: crutches for difficulty walking, ted hose along with naproxen sodium (aleve) or ibuprofen for other events. Outcome: unknown for needed crutches and recovering for other events. Seriousness criteria: disability for needed crutches pharmacovigilance comment: sanofi company comment dated 09-jan-2018: this case concerns a female patient who received synvisc one injection and needed crutches. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 6 hours had swelling in right knee/swelling in knees/ knee doubled in size, pain in right knee/extreme pain and stiffness in right knee and after unknown latency needed crutches. Concomitant medication included atorvastatin calcium (lipitor). Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker or defibrillator. Patient did not receive treatment with immune-suppressants and was not allergic to avian proteins, feathers, or egg products. Patient had no history of diabetes, immune-compromise, infections. Patient had a synvisc injection (in late (B)(6)) and she noticed improvement in the symptom. Patient had bilateral knee osteoarthritis (mild effusion bilaterally, some crepitus about the patella with flexion and extension and tender along the medial joint line bilaterally). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (recalled lot) one injection (indication, batch/lot number and expiration date: not provided) in both knees. The orthopedist rubbed an unknown anesthetic on both knees prior to the injections. Patient only experienced an adverse reaction in her right knee and not in her left knee. On the same day, about six hours after receiving the injection, patient began experiencing quite a bit of swelling and related pain. These events continued as mainly experienced in the evening. After 8 hours the patient had swelling in the knees. With regard to the swelling, patient's right knee doubled in size and stayed that way for 5 days due to which patient needed crutches (onset date: unknown). Patient was could not bend and put weight on for 5 days. Now, especially in the evening, the swelling was about 10% to 15% larger than normal with stiffness. The related pain was at least a 9 (out of a pain scale of 1 to 10) for 5 days. Now, the pain especially in the evening is about a 3 and patient was feeling good in the morning. It was reported that the swelling and pain increased during the day when she was walking. Patient had since been contacted by the orthopedist who recommended use of ted hose along with aleve or ibuprofen as treatment. Patient had taken these medications and wore the hose with some help. Patient mentioned that if she sits for too long, she gets a lot of stiffness. Any time she had to do stairs, crouching, or squats, or getting up off the floor, all of these activities were difficult for the patient. Currently, patient rated the pain as an 8, at night it would be a 6. Patient denied any instability with the symptoms. Patient did got some sharp pain in the left knee, particularly with weight bearing and ambulation. Patient was having difficulty with ambulation after a few minutes and she had to give up walking. Patient tried advil which had been of no benefit to her. The patient would be seeing the orthopedist for follow-up on 12-jan-2018. Patient still had pain. Corrective treatment: none for unable to put weight and could not bend; crutches for difficulty walking; ted hose along with naproxen sodium (aleve) or ibuprofen for other events outcome: unknown for needed crutches; not recovered for unable to put weight and could not bend and recovering for other events. Seriousness criteria: disability for needed crutches follow up information was received on 16-jan-2018. No new information was received. Additional information was received on 06-feb-2018 from the patient. Past medication and concomitant medication was added. Suspect product dose and frequency was updated. Additional events of unable to put weight and could not bend were added with details. Event verbatim of swelling in right knee/swelling in knees/knee doubled in size and pain in right knee/extreme pain was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-feb-2018: follow up information did not change the previous case assessment. This case concerns a female patient who received synvisc one injection and needed crutches. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
Unable to walk [unable to walk] unablt to put weight [weight bearing difficulty] could not bend [joint range of motion decreased] decreased mobility [mobility decreased] muscle ache [muscle ache] edema knee [edema knees] difficulty sleeping [difficulty sleeping] right knee made cracking sounds when patient bends it [joint noise] acute bronchitis, viral [bronchitis acute viral] ([productive cough], [shortness of breath], [rib pain], [erythema]) swelling of hands and feet [peripheral swelling] chloride was low [chloride decreased] wbc decreased [wbc decreased] seg neutrophil absolute decreased [absolute neutrophil count decreased] cholesterol increased [blood cholesterol increased] low density lipoprotein increased [low density lipoprotein abnormal] triglyceride increased [blood triglycerides increased] constipation [constipation] fluid in ears [fluid in middle ear] acute cystitis without hematuria [acute cystitis] ([dysuria], [pelvic pain], [back pain], [vaginal discharge]) trigger little finger of right hand [trigger finger] swelling in right knee/swelling in knees/knee doubled in size [swelling of r knee] stiffness in right knee [stiff knees] mild effusion in right knee [joint effusion] pain in right knee/extreme pain/throbbing pain in right knee [knee pain] . Case narrative: this unsolicited legal case from united states was received on 03-jan-2018 from patient. This case concerns a 54 years old female patient who received treatment with synvisc one injection and after 6 hours had swelling in right knee/swelling in knees/knee doubled in size, pain in right knee/extreme pain/throbbing pain in right knee and stiffness in right knee, decreased mobility, muscle ache, edema knee and after unknown latency was unable to walk, difficulty sleeping, right knee made cracking sounds when patient bends it, mild effusion in right knee, acute bronchitis viral, swelling of hands and feet, after 4 months and 07 days wbc decreased, chloride low, seg neutrophil absolute decreased, cholesterol increased, low density lipoprotein increased, triglyceride increased and constipation, after 9 months and 16 days had fluid in ears, after 1 year 16 days had acute cystitis without hematuria the patient's past medical history included acute non recurrent maxillary sinusitis, osteoarthritis with mild effusion bilaterally, some crepitus about the patella with flexion and extension and tender along the medial joint line bilaterally, abdominal pain upper, gastrooesophageal reflux disease from (B)(6) 2015 to (B)(6) 2018, glucose tolerance impaired from (B)(6) 2013 to (B)(6) 2018, preoperative care from (B)(6) -2012 to (B)(6) 2017, malaise from (B)(6) 2010 to (B)(6) 2018, fatigue from (B)(6) 2010 to (B)(6) 2018, hyperlipidaemia, caesarean section, hysterectomy, joint arthroplasty, headache, paranasal sinus discomfort, ear injury, pyrexia, cough, sinusitis, arthralgia, paraesthesia, abdominal pain, diarrhoea and osteoarthritis. At the time of the event, the patient had ongoing obesity on (B)(6) 2017 with body mass index of 30.0-39.9, helicobacter gastritis on (B)(6) 2016, hypercholesterolaemia on (B)(6) 2013, arthralgia on (B)(6) 2011, seasonal allergy, non-tobacco user and alcohol use. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker or defibrillator. Patient did not receive treatment with immune-suppressants and was not allergic to avian proteins, feathers, or egg products. Patient had no history of diabetes, immune-compromise, infections. Patient had a synvisc injection (on (B)(6) 2016) and she noticed improvement in the symptom. Patient had bilateral knee osteoarthritis (mild effusion bilaterally, some crepitus about the patella with flexion and extension and tender along the medial joint line bilaterally). Patient had a history of a knee scope on the right side and had at that time significant chondromalacia of the patellofemoral joint, chondral breakdown as well. Patient's father has hypothyroidism. Concomitant medication included atorvastatin calcium (lipitor) and povidone iodine (betadine). On 20-nov-2017, at 11:00 am, patient received treatment with intra- articular synvisc one injection (recalled lot), at a dose of 6 ml (batch/lot number and expiration date: not provided) for primary osteoarthritis in both knees. Both knees were prepped with betadine and synvisc-one was infiltrated into each joint without difficulty, patient tolerated the procedure well. Patient was told to rest and ice her knees. Patient's pain on pain scale was 2 and the pain was described as aches, sore that aggravated by walking, movement and stairs. Patient only experienced an adverse reaction in her right knee and not in her left knee. On the same day, about six hours after receiving the injection, patient began experiencing quite a bit of swelling, decreased mobility and related pain/throbbing pain in right knee. These events continued as mainly experienced in the evening. Patient also had muscle aches on the same day. After 8 hours the patient had swelling in the knees. To help with edema patient was instructed to lay flat on a couch or bed and elevate the leg on 2-3 pillows so the knee was above their heart and their foot above the knee. This needs to be done for 30 minutes, three to four times a day. Also patient was advised apply ice to area. With regard to the swelling, patient's right knee doubled in size and stayed that way for 5 days. Patient was unable to walk on right leg due to which patient needed crutches (onset date: unknown) for 5 days. As of (B)(6) 2017, patient's right knee was still swollen and was unable to bend. Patient was could not bend and put weight on for 5 days. Now, especially in the evening, the swelling was about 10% to 15% larger than normal with stiffness. The related pain was at least a 9 (out of a pain scale of 1 to 10) for 5 days. Now, the pain especially in the evening is about a 3 and patient was feeling good in the morning. It was reported that the swelling and pain increased during the day when she was walking. Patient had since been contacted by the orthopedist who recommended use of ted hose along with aleve or ibuprofen as treatment. Patient had taken these medications and wore the hose with some help. Patient denied fever, redness or increased warmth to her knee. Patient mentioned that if she sits for too long, she gets a lot of stiffness. Any time she had to do stairs, crouching, or squats, or getting up off the floor, all of these activities were difficult for the patient. As of (B)(6) 2017, patient's right knee pain was 8/10 on pain scale. On an unknown date, patient was having difficulty sleeping due to the pain when she tried to roll over. Currently, patient rated the pain as an 8, at night it would be a 6. Patient denied any instability with the symptoms. Patient did got some sharp pain in the left knee, particularly with weight bearing and ambulation. Patient was having difficulty with ambulation after a few minutes and she had to give up walking. Patient tried advil which had been of no benefit to her. As of (B)(6) 2017, swelling had gone down some but it was still bad. Knee was swollen and stiff. She was unable to bend it to go up stairs. Unable to crouch down. Patient was using ice and elevation but not as often as she had gone back to work. On (B)(6) 2017, patient's knee cracked and now the patient felt better. As of (B)(6) 2017, patient's left knee was doing well, never had issues post injection. Right knee continued to be painful/swollen but had improved. Stairs/bending was still painful. Patient was able to walk normally. Right knee continued to made cracking sounds when patient bends it. The patient would be seeing the orthopedist for follow-up on (B)(6) 2018. As of (B)(6) 2018, patient still had moderate pain. Patient had difficulty with crouching, stairs, and getting up off the floor. Evaluation of the right knee revealed mild effusion. Crepitus about the patella with flexion-extension. Patient had tenderness along the medial joint line. No instability with varus/valgus. Imaging studies on the same day showed that loss of joint space, particularly along the medial aspect with widening of the lateral joint space, particularly on the right, as well as to some degree on the left as well. Not a lot of significant patellofemoral osteophytes. Patient was diagnosed with posttraumatic osteoarthritis on the right. On (B)(6) 2018, patient was diagnosed with cough, unspecified type edema and primary bronchitis (acute bronchitis, viral). Patient received albuterol hfa (proventil, proair and ventolin) inhaler (1-2 puffs orally every 4 hours as needed for cough) and medrol dosepak (4 mg tablet) for acute bronchitis, viral and trial of hydrochlorothiazide 12.5 mg oral daily for peripheral edema. The cough was productive of sputum. Associated symptoms include shortness of breath, left rib pain and posterior oropharyngeal erythema present. Patient tried mucinex as treatment. The treatment provided mild relief. Patient also noticed swelling of her hands and feet. At the time of report on (B)(6) 2018, the patient reported she missed paperwork due to having received synvisc-one from the recalled lot. On (B)(6) 2018, patient had abnormal biliary hida scan that showed a gall bladder ejection fraction of 19% and no acute cholecystitis. On the same day, chloride was 97 (l) (normal: 99-110 meq/l), wbc: 3.2 (normal: 4.0-11.0 k/ul), seg neutrophil absolute: 1.3 k/ul (normal: 1.8-8.0), cholesterol: 261 mg/dl (h) (normal: 100-200 mg/dl), triglyceride: 171 mg/dl (h) (normal: 50-150), low density lipo protein (ldl): 162 mg/dl (normal: 0-129). On the same day, patient also had slow transit constipation and received oral senna docusate sodium (senokot-s) at a dose of 2 df daily. On (B)(6) 2018, patient was seen for right fifth digit pain. On(B)(6) 2018, patient had fluid in ears. On the same day, patient exhibited decreased range of motion, tenderness and bony tenderness. On (B)(6) 2018, patient's right x ray showed maintained joint spacing. On (B)(6) 2018, patient had magnetic resonance imaging (MRI) of extremity, joint right knee without contrast and the findings were medial joint compartment: medial meniscus was normal. Articular cartilage was slightly variable in signal. Lateral joint compartment: lateral meniscus was normal. Articular cartilage was intact. Patellofemoral compartment: moderate irregularity patellofemoral compartment with some areas of full-thickness narrowing on the femoral surface with underlying edema best seen sagittal image 18. Ligaments and tendons: the acl, pcl, mcl and lcl were intact. No significant tendon abnormality was seen. Bones: marrow signal was nonspecific. There was small joint effusion. On the same day, patient also had MRI of extremity, joint right knee without contrast and the findings were medial joint compartment: medial meniscus has subtle increased signal in the body portion periphery but does not meet full criteria for tear. Otherwise medial meniscus was intact. Articular cartilage was intact. Lateral joint compartment: lateral meniscus was normal. Articular cartilage was intact. Patellofemoral compartment: mild narrowing patellofemoral compartment with some edema and early cystic changes patella aspect. Ligaments and tendons: the acl, pcl, mcl and lcl are intact. No significant tendon abnormality was seen. Bones: marrow signal was nonspecific. Joint: no joint effusion. On (B)(6) 2018, patient was diagnosed with acute cystitis without hematuria, dysuria. Patient was positive for difficulty urinating, pelvic pain, back pain and vaginal discharge. Patient was treated with sulfamethoxazole-trimethoprim double strength (bactrim ds, septra ds) 800-160 mg double strength tablet (1 tablet by mouth 2 times a day for 3 days). Patient had been using azo without improvement. On the same day, patient's urine was slightly cloudy, blood in urine: traces, leukocyte esterase urine: large, wbc urine: 11-19/hpf (normal: negative, 0-2, 3-5), rbc urine: 3-5/hpf (normal: negative, 0-2/hpf), wbc clumps: present (normal: negative), urine culture: 60000 cfu/ml e.coli and <10000 cfu/ml mixed microflora. On (B)(6) 2018, patient had trigger little finger of right hand. Corrective treatment: none for unable to put weight and could not bend; crutches for unable to walk; senna docusate sodium for constipation, salbutamol and methylprednisolone (medrol dosepak) for acute bronchitis, viral, sulfamethoxazole, trimethoprim (bactrim ds) for cystitis and ted hose along with naproxen sodium (aleve) or ibuprofen, ice for swelling in right knee/swelling in knees/knee doubled in size, pain in right knee/extreme pain/throbbing pain in right knee and stiffness in right knee; not reported for other events. Outcome: not recovered for unable to put weight and could not bend, recovering for swelling in right knee/swelling in knees/knee doubled in size, pain in right knee/extreme pain/throbbing pain in right knee and unknown for other events seriousness criteria: disability for needed crutches follow up information was received on 16-jan-2018. No new information was received. Additional information was received on 06-feb-2018 from the patient. Past medication and concomitant medication was added. Suspect product dose and frequency was updated. Additional events of unable to put weight and could not bend were added with details. Event verbatim of swelling in right knee/swelling in knees/knee doubled in size and pain in right knee/extreme pain was updated. Clinical course was updated. Text was amended accordingly. Follow up was received on 16-feb-2018 from the patient. It was reported that the patient missed paperwork due to having received synvisc-one from the recalled lot. Text amended accordingly. Additional information was received on 01-apr-2019 from lawyer. Event term needed crutches was updated to unable to walk. Additional events of decreased mobility, muscle ache, edema knee, unable to walk, difficulty sleeping, right knee made cracking sounds when patient bends it, mild effusion in right knee, acute bronchitis viral, swelling of hands and feet, wbc decreased, chloride low, seg neutrophil absolute decreased, cholesterol increased, low density lipoprotein increased, triglyceride increased and constipation, fluid in ears, acute cystitis without hematuria were added along with details. Patient's medical history and concomitant medication were added. Dose and indication of synvisc one was added. Clinical course was updated. Text was amended accordingly.